Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the surgery, the patient was transferred to ward 6b, and it was confirmed that the foley catheter had been naturally removed. When water was reintroduced into the removed catheter, the balloon inflated normally, and no balloon rupture was observed. It was suspected that there might be water leakage from the valve.